Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer have an alternate method of insulin therapy available and would reach out to their hcp if necessary.